Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, vyaire medical initiated a warranty replacement of the complete block, which will be the solution because the component causing the 401 cannot be identified. Root cause of failure is not established. It is most likely that the inspiration valve is causing the issue. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals nt error; the insp valve test was performed twice; the first time, both the tightness and movement reliability tests failed; the second time, just the tightness test failed. The circuit test also failed for a variety of reasons (compliance, press flow prox), and there is also a warning for the insp valve zero position calibration failure. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported "technical failure 401 - inspiration valve or device leaky" with the bellavista 1000. There is no patient involvement as it happened prior to use.